Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that there was a 0x400 power on reset (por) on the clinician programmer during a routine check-up. It was reported that the patient had a CT scan that was unrelated to the therapy. It was noted that nothing needed to be done and the system was operating properly. The issue was resolved and no symptoms or complications were reported.